Event description:
Doctor reported pt in (B)(4) study experienced "gastric prolapse/band slippage". Action taken was hospitalization and surgery specified as "repositioning". The lap-band ap system remains implanted.

Manufacturer narrative:
(B)(4). The product associated with this report was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Band slippage and pouch dilation are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage as follows: "band slippage and/or pouch dilation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation, or if there is abdominal pain." "Caution: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation."